Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the radio frequency (rf) programmer head found the label was delaminated and the rf head cable insulation was cut but functional. (B)(4).

Event description:
The radio frequency (rf) programmer head was returned for trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.